Event description:
Initial information received from the FDA on 31-aug-2009: a patient of an unknown age and gender was treated with an unspecified amount of poly-l-lactic acid [sculptra] (lot# and expiration date not provided) injections on an unspecified date in 2006 under the eyes to correct infection related facial lipoatrophy. Within a period of 6 months, in 2006, the patient developed; hard, visible nodules at the injection sites. As of 28sep2008 (consumer reported to FDA), the nodules have not gone away, despite recent injections of triamcinolone acetonide [kenalog]. Concomitant medications and relevant medical history were not provided. No further relevant information reported. Additional information for sculptra (lot # and expiration date: not provided) from product technical complaint report dated 12-sep-2009, received on 16-sep-2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Initial information received from the FDA on 31-aug-2009: a patient of an unknown age and gender was treated with an unspecified amount of poly-l-lactic acid [sculptra] (lot# and expiration date not provided) injections on an unspecified date in 2006 under the eyes to correct infection related facial lipoatrophy. Within a period of 6 months, on 31-mar-2006, the patient developed; hard, visible nodules at the injection sites. As of 28sep2008 (consumer reported to FDA), the nodules have not gone away, despite recent injections of triamcinolone acetonide [kenalog]. Concomitant medications and relevant medical history were not provided. No further relevant information reported. Additional information for sculptra (lot # and expiration date: not provided) from product technical complaint report dated 12-sep-2009, received on 16-sep-2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.